Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 54 mg/dl. The customer was treated with fruit juice and banana and they needed to intake water. The customer declined the low blood glucose troubleshooting. The customer reported that they had received the change sensor, calibration not accepted and sensor updating alarm. The insulin pump will not be returned for analysis.